Event description:
Patient reported obtaining back-to-back blood glucose results of 302 mg/dl, and 86 mg/dl, while using the suspect device. Patient indicated that no action was taken based on the results. No patient injury was reported and no treatment was received. Quality control testing had reportedly been performed on the system, 30 days ago; however, patient was unable to recall the results. Technical support requested the return of the suspect product and replacement product was shipped.